Event description:
On (B)(6) 2015 quality department was advised by (B)(6) surveyor that patient expired on (B)(6) 2015. Patient chart reviewed and identified pacemaker was placed on (B)(6) 2014. Pacemaker placement was less than one year from patient expiration.